Event description:
The pt received her scs system on (B)(6) 2010. The pt reported she no longer had stimulation on her right side. She reported she did have stimulation on her left side. The pt tried all of her programs with no resolution to the issue. Follow up revealed the pt was going to set up an appointment with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.